Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. During fill water would not draw up the fill tube and no suction from left manifold port. Failed circulation pump. Device would be returned to the depot under warranty and stated that shortly after their original call they noticed a large gash in the fluid delivery line (fdl). Biomed replaced the fluid delivery line (fdl) with another and the device filled correctly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. During fill water would not draw up the fill tube and no suction from left manifold port. Failed circulation pump. Device would be returned to the depot under warranty and stated that shortly after their original call they noticed a large gash in the fluid delivery line (fdl). Biomed replaced the fluid delivery line (fdl) with another and the device filled correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. During fill water would not draw up the fill tube and no suction from left manifold port. Failed circulation pump. Device would be returned to the depot under warranty and stated that shortly after their original call they noticed a large gash in the fluid delivery line (fdl). Biomed replaced the fluid delivery line (fdl) with another and the device filled correctly.